Manufacturer narrative:
The reported observation could not be confirmed, because the product was not returned for evaluation. The risk assessment related to the failure mode as reported, revealed that the actual occurrence level is exceeding the defined/expected and accepted rate/probability of occurrence. To address this issue, a CAPA was opened.

Event description:
Surgeon was inserting screw into patient's head and the top of screw broke off. They left the bottom part of screw in patient. All stryker products were used. Per sales representative, no further information is available.